Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (kind of bug and fiber) in blister. This event was found on 1 of 100 units, lot#k0f0aa7 received on our po# (B)(4) and 1 of 35 units, lot#k0c628d.

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). Both items returned were documented as faultless prior to distribution. The customer reported two events (insect and fiber within k-wire packages); both events could be confirmed; within the clear tube package of the k-wire with lot code k0f0aa7 an insect (approx. 1mm long) was found, sticking on the label of the blister. A microscopically view revealed that the insect is most likely a juvenile bedbug (cimex lectularius). Within the clear tube package of the k-wire with lot code k0c628d a fiber was found, sticking on the label of the blister. A microscopically view revealed that the fiber is most likely a human hair. Both found residues (insect and hair) were classified as non-conformities, therefore, two new ncs were initiated, (B)(4) for the insect and (B)(4) for the hair. Review of the risk analysis did not identify any discrepancies.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (kind of bug and fiber) in blister. This event was found on (B)(4) units, lot#k0f0aa7 received on our po# (B)(4) and (B)(4) units, lot#k0c628d.